Event description:
It was reported that the patient presented to the clinic as they had developed vegetation on tricuspid valve. The implantable pulse generator (ipg) system was removed and replaced. The patient also received a mechanical valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.